Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 21 mm aortic bioprosthetic valve, the patient underwent a valve-in-valve replacement with a 23 mm transcatheter valve due to stenosis of the 21 mm valve. No additional adverse patient effects were reported.